Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 561 mg/dl. Customer advised they received a no delivery alarm, changed out their set and received no delivery when priming the set. Customer advised they then took out the reservoir and was able to push insulin through the tubing and finally successfully prime. Customer was advised their infusion set and reservoir would be replaced.